Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip was inserted, and the leaflet were grasped. It was noted grasping was difficult. After a sufficient grasp, the physician established final arm angle (efaa). While doing so, it was observed the clip continuously opened to roughly 50 degrees. Troubleshooting was performed and the clip only opened to roughly 20 degrees. Since grasping was difficult and mr was sufficiently controlled, the physician decided to deploy the clip. The clip was stable, and mr was reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
In this case, the reported difficult or delayed positioning-leaflet grasping, improper or incorrect procedure or method-failure to follow steps / instructions during procedure and unintended movement associated with clip opened during efaa/establish final arm angle could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, a cause for the reported difficult or delayed positioning associated with leaflet grasping and clip opened during efaa could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure and implanting the clip despite unsuccessful establish final arm angle checks prior to clip deployment and the user not turning the arm positioner to neutral prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.